Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cassette locked and can't detach cassette. The product fault was found during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. Functional testing was able to duplicate the reported problem. It was determined that the damaged latch lock was the root cause. The latch lock was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.